Event description:
During a pacemaker implantation, the screwdriving system remained blocked and no longer allows the lead to be repositioned to obtain better electrical parameters because they were not acceptable in the initial position.

Event description:
During implant procedure, a loss of capture and poor sensing resulting in undersensing were observed on the right ventricular (rv) lead. The physician attempted to reposition the rv lead but the helix was unable to retract. The event was resolved by explanting and replacing the rv lead. The patient experienced no adverse health consequences.